Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The battery cap contact was corroded. The pump was unable verify for low battery alarm and perform functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected test and all operating current measurement due to blank display. The pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of low battery alert from the insulin pump. The customer's blood glucose reading was unknown. The insulin pump will be returned for analysis.